Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-2329 (lot: 0012886156); product type: 0195-heart valves; implant date ; explant date product ID d-evolutfx-2329 (lot: 0012936305); product type: 0195-heart valves; implant date ; explant date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately seven months following the implant procedure this 29-millimeter (mm) transcatheter aortic bioprosthetic valve, the six-month follow-up transthoracic echocardiogram (tte) was performed. The tte showed the aortic valve area (ava) to be 0.97 cm² and aortic stenosis (as) was diagnosed. The patient was asymptomatic and no treatment was provided. Per the physician, the event was possibly related to the valve. It was noted that no pre-implant balloon valvuloplasty was performed at the time of the valve implant procedure.